Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the device is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent procedure using the 5f lifestent to treat left superficial femoral artery, the left femoral artery was punctured to insert the vascular sheath and enter the guidewire, and 4-150 balloon on the lesion segment first pre-expansion of the lesion. During the procedure, use of 5f lifestent 5-170 stent deployment, after the use of 5-150 balloon post-expansion, dsa under the stent less than 150mm balloon, found that the stent shortening rate is greater than 25mm, and stent morphology is distorted, stent did not fully cover the lesion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided image demonstrates the placed stent inside the sfa with lying guidewire. Image resolution is poor so that a stent strut evaluation for shortening/ irregularity is not possible. Balloon markers are visible, but an adequate scale for length measurement is not part of the image so that the length of the stent and balloon cannot be measured. The investigation leads to inconclusive result. The lesion was pre dilated, and 0.018" guidewire was used for access. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described. In particular the instructions for use (IFU) state: ''prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension.', 'confirm that the introducer sheath is secure and will not move during deployment hold the green stability sheath. Do not hold or touch the brown moving sheath. Do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' The instructions for use state: 'it is recommended to use the 80 cm working length device for ipsilateral procedures. The longer working length of the 135cm device may potentially be challenging for the user to keep straight for ipsilateral procedures. Failure to keep the device straight may impede the optimal deployment of the implant.' Regarding access/ accessories the instructions for use state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter.' The instructions for use further state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent procedure using the 5f lifestent to treat left superficial femoral artery, the left femoral artery was punctured to insert the vascular sheath and enter the guidewire, and 4-150 balloon on the lesion segment first pre-expansion of the lesion. During the procedure, use of 5f lifestent 5-170 stent deployment, after the use of 5-150 balloon post-expansion, dsa under the stent less than 150mm balloon, found that the stent shortening rate is greater than 25mm, and stent morphology is distorted, stent did not fully cover the lesion. The procedure was completed using another device. There was no reported patient injury.